Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, deployment difficulties occurred. The procedure was being performed for treatment of a gastric obstruction. The rx 10 x 7cm stent delivery system (sds) was advanced to the lesion. Upon attempting to deploy the stent by retracting the inner catheter, it was noted that the inner catheter coil was stuck, and the coil unraveled out of the inner catheter. The sds was removed, and the procedure was completed with another of the same device. No patient injuries or complications were reported.